Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that during impella insertion the wire was pulled back across the valve and impella was unable to advance. The cannula kinked and folded over. The physician applied manual pressure to the catheter to release the kink and removed 5.5. Impella insertion was aborted.

Manufacturer narrative:
The investigation into the reported delivery issue -anatomy has been completed since the original report was filed. The root cause of delivery issue- anatomy is determined to be use issue due to pulling wire back. The cause of the issue was use related.